Event description:
A patient known to have hit, heparin-induced thrombocytopenia, received a heparin-coated central venous catheter which caused the patient's platelet count to drop.====================== health professional's impression======================there is not much difference in the appearance of the packaging of two types of central venous catheter, both called "multimed" and made by the same company, edwards. One type has a heparin-infused coating called thromboshield which helps prevent blood clots on the catheter for most patients. For patients with hit, however, there is a second product that should be used. The problem is that the packaging for the two products is nearly identical with only subtle differences.====================== manufacturer response for central venous catheter, multimed======================they recommended separation of product on storeroom shelves. No plans to change packaging or adding "heparin" in large letters to the "hi" product.